Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 430 mg/dl at the time of incident and 528 mg/dl at the time of hospitalization. Customer stated that the insulin pump was not giving insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode of insulin pump. Customer was treated with manual injection and insulin pump. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and there were no leaks and no air bubbles. Customer stated that there was little bit of irritation, because the cannula was bent. The insulin pump will not be returned for analysis.